Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. It was noted that there was active bleeding from total hip replacement site along with the impella site. The root cause of access site bleeding is determined to be patient condition because of the bleeding at multiple sites.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had blood loss at surgical site for hip replacement and minimal bleeding at the impella site. The suture at the impella site came loose and had to be resutured. Heparin was withheld, two units of packed red blood cells and one unit of platelets were given and support continued. The physician believes that the major cause of the blood loss is from a total hip replacement.